Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level in the range of 400 mg/dl -300 mg/dl but when the customer was not wearing the insulin pump. Customer stated that he was hospitalized for kidney injury. Customer stated that the transmitter was lost sometime during being shipped out at hospital so he was using auto mode at the time of the incident. The insulin pump will not returned for analysis.